Event description:
Revision surgery due to fracture.

Manufacturer narrative:
The agent reported, fracture, stem subsided post op. Went back and fixed it with revision implants. Female 73. Complaint has been evaluated and is similar to report number 1644408-2023-00232; 425-97-019, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.